Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2014-01039, 01040. The pt received two octrode leads with the same lot number. It was reported the pt was required to be hospitalized for one night after implant to manage pain. However, due to constipation the pt remained 4 days. The pt recovered and had effective coverage at postoperative programming.